Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a 35 mm watchman flx laa closure device with delivery system (wds) and a watchman truseal access system (was). The was became kinked and the closure device was slightly unsheathed inside the left atrium. The closure device was unable to be fully recaptured into the sheath. At this point, the partially deployed closure device was removed from the patient with the kinked access system and the procedure was discontinued after the removal of the was. The patient fully recovered.

Manufacturer narrative:
Device analysis: the returned device consisted of a watchman truseal access system (was) and the watchman flx delivery system inside the was. The closure device was partially deployed and the dilator was not returned for analysis. The hub, sheath, and sheath tip were visually and microscopically inspected. A kink in the sheath 5cm proximal to the sheath tip was noted. The sheath was flattened 22cm distal of the strain relief and the sheath tip was misshapen. A functional test was performed by recapturing and deploying the closure device. Resistance was experienced during both recapture and deployment. Product analysis of the device was able to confirm the reported events of was kink and difficult to recapture during implant.

Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a 35 mm watchman flx laa closure device with delivery system (wds) and a watchman truseal access system (was). The was became kinked and the closure device was slightly unsheathed inside the left atrium. The closure device was unable to be fully recaptured into the sheath. At this point, the partially deployed closure device was removed from the patient with the kinked access system and the procedure was discontinued after the removal of the was. The patient fully recovered.